Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that the security at a couple (B)(6) have turned their implantable neurostimulator (ins) off. They sometimes get a little tingle. It was noted that the patient's device does not have a mag switch, so it should be turned off by electromagnetic interference (emi). The ins was indicated for gastrointestinal/pelvic floor.

Event description:
Additional information from a patient reported the device turning off/giving a tingle when walking through security gates has not been resolved. The patient noted she just deals with it. The patient noted the little tingle is nothing compared to what she went through before the device was installed, the patient added she is not complaining.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.